Event description:
A pt reported experiencing inaccurate low results with a one touch ultra meter. The pt's blood glucose result was 304 mg/dl. The lab result was 398 mg/dl. Tests were done within 10 minutes with a difference of 24%. Note: customer was taken to the emergency room due to reading of 304 mg/dl on their ultra meter. Lab result was also high=398 mg/dl. Customer was treated for high bg with 10 units of humalog. Pt was experiencing symptoms of high bg.